Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the pump's black box showed a replace battery alarm that went unacknowledged from 05/11/2015 at 19:12 to 05/12/2015 at 17:57 until the battery voltage depleted and the pump went into a "reboot" condition. The pump's current draws were within specifications.